Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient would have the ins explanted on (B)(6) 2018. It was unknown what factor may have led to the issue. It was noted that the issue was not resolved at the time of the report. No symptoms or device issues were reported. No further complications were reported.